Event description:
It was reported that a clearlink continu-flo solution set experienced a leak from the y-port. This occurred during infusion of an unknown chemotherapy solution. It is unknown whether the set was being used with a pump or gravity feed. It is unknown what other devices were connected to the set; however, a power injector was not used. The y-site was properly primed before this event, and no physical irregularities were noticed with the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.